Event description:
Info rec'd indicates the head section of the bed is drifting down slowly.

Manufacturer narrative:
The technician replaced the solenoid valve and calibrated the sensors to repair the bed.